Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2008, in the patient's left (os) eye. The lens was explanted the following month, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle and angle closure. An iridectomy was performed. The lens was not exchanged for another lens. The patient's post-operative bcva is 20/15.